Event description:
It was reported the programmer would not complete its start-up, and an error code was displayed. Use of the service disk was attempted, without resolution of the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): there is data drive corruption and a system error.